Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint was confirmed. In addition to the malfunction noted in section b5 the following findings were discovered; reduced angulation, the play of up/down knob was out of the standard value, the play of right/left knob was out of the standard value, the distal end plastic cover had deep dents, the bending section cover adhesive was cracked, and there was no air/water supply. The customer could not identify the foreign material. The customer cleaned, disinfected, and sterilized the device before returning it to olympus. It is unknown if there was a delay in the start of precleaning. The customer presoaked the endoscope with detergent solution. The customer flushed the air/water nozzle /channel with the detergent solution. There were no abnormalities in the accessories used for reprocessing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope air water channel blocked error occurred and the device failed the leak test. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: clogged nozzle by foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.